Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00250-01. The date of that submission was 23-sep-2025. H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that bottles were used for epidural medication, and the tubing set did not have a vent. As a result, medication delivery became unreliable after 4¿5 hours. There was no lot number provided. There was no report of patient involvement or harm.